Manufacturer narrative:
The device was returned for analysis. The reported knot advancement issue could not be confirmed as the entire suture was not returned and the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. It is possible that the non-rail suture was pulled to advance the knot which resulted in the reported knot advancement issue. It should be noted that the electronic proglide instructions for use (IFU) states: grasp the suture adjacent to the device sheath and pull the suture ends through the distal end of the proximal guide. The rail suture limb is blue and is the longer of the two suture limbs. This rail suture limb will be used to advance the knot. The shorter, non-rail limb is white tipped and will be used to lock the knot. In this case the IFU deviation likely contributed to the reported difficulties. The investigation determined the difficulties appear to be user error; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device with a reported issue referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via an 8f sheath prior to an abdominal stent graft procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 18f. During the graft procedure it was possible the non-rail suture was pulled for one of the preplaced sutures. The procedure was completed. It was noticed that one of the sutures had a tightened/hard knot; it would not slide even with suture trimmer assistance. The suture was removed. Another proglide suture was placed successfully. Hemostasis was achieved with the two proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.